Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level over 500 mg/dl, which was treated with a manual injection. High blood glucose troubleshooting was declined. The insulin pump was not replaced or returned for analysis.